Manufacturer narrative:
(B)(4). Approximate age of device - 41 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was diagnosed with a driveline infection with drainage, and that it was suspected by the lvad clinicians that the pump may be infected. A driveline exit site culture tested (B)(6) for (B)(6), and was positive for bacteremia. The patient received intravenous daptomycin (800 mg) every 24 hours as outpatient until (B)(6) 2017. Once daptomycin treatment was completed, the patient was started on oral doxycycline (100 mg) twice a day. Most recent CT imaging on (B)(6) 2017 showed no drainable fluid collection or abscess. Wound and blood cultures were (B)(6) for (B)(6) since (B)(6) 2017. No additional information was reported.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.